Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the electrode belt ECG c&d cable¿s lead-1, lead-2, and +5v wires being broken, causing fault. The ecgs were not recognized and were unable to pass falloff testing. Upon further investigation, the front and rear-2 therapy electrodes were leaking gel, causing the ¿gel leak¿ messages. The root cause for broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.